Event description:
A 2.75mm x 30mm endeavor resolute drug-eluting coronary stent delivery system was inserted into a pt for the treatment of distal circumflex lesion. Vessel calcification was reported as moderate. The lesion was pre-dilated with a 2.50 x 15mm balloon. It was reported that an attempt was made to cross the lesion, however, the device could not cross. The device was removed from the pt. Following removal of the device, it was noted that the stent had dislodged from the stent delivery system. The dislodged stent was located in the y-connector. The procedure was completed using another stent. The pt's post-procedural status was reported as very good. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation code, results and conclusions: stent dislodged, moderate calcification.